Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure; the "no device found" message was noted. The cable insulation was peeling away from the donut end. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that over the weekend reporting a "software problem" message on the screen. It was discussed to have the patient remove the lithium battery to reset the controller, and if this does not work to reach out to the manufacturer tomorrow ((B)(6)2021) to troubleshoot further. Per caller, patient was in a panic as she uses 100% and at high settings so needs to recharge often. The pt called in and reported that their recharger antenna got hot to the touch when charging ins since saturday night ((B)(6)2021). Pt also got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_1546 4_appmanager.c" and had repaired the recharger antenna (rtm) with electrical tape(no clear on whether or not the recharger antenna wire was frayed); pt charged for 1 hour last night. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna. The pt mentioned they have "high settings" during the call. Pt mentioned controllers and recharger antennas had been replaced in the past. A manufacturer representative (rep) called on behalf of patient wanting to confirm that a recharging antenna was sent out, it was reviewed with caller that a request for a new rtm was sent out. The rep was previously on the phone with the patient and the patient wanted a report to be sent out to their hcp about the replacement. The caller was informed that the hcp can call patient services for further assistance. The rep informed the patient services agent that the pt was going to take more pain medicine, wont be able to walk , and will go to the ER if they don't get their new rtm today ((B)(6)2021). Patient told the rep that there should be a place to charge the implant if there was an emergency. Additional information received from the patient on (B)(6)2021 it was reported that was escalated because when they had problems with their recharger, their representative or healthcare provider (hcp) did not have equipment they could loan the patient over the weekend. When the ins goes out, it gave them no warning that it was going to go out and it simply stopped. It covered 80% of their pain and that when it goes out over the weekend, they cannot get out of bed. The recharger wasn't connecting and something was wrong. They wanted their representative or hcp to have backup parts because the three representative that the patient spoke with said they did not have any equipment to help the patient. The patient was redirected to their hcp to possibly receive a second set of equipment. Additional information was received on (B)(6)2021. It was reported that the cause of the recharging and connection issues was determined. The wire to "donut" charger was frayed. The patient noted that the company sent a replacement to resolve the issue. The patient indicated that the issues had been resolved but it was the 6th/7th replacement part for this unit and their older one hasn't had that many in over 7 years.